Manufacturer narrative:
E1: initial reporter facility name: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photo, no issues were identified related to the customer reported condition. There was no leakage observed from the pre-blood pump post pump line. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that an external fluid leak was observed from the pre-blood pump tubing of a prismaflex st100 set. This occurred during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.